Event description:
It was reported that the guidewire broke within the balloon catheter's shaft. The physician removed the guidewire fragment from the catheter's shaft with a gooseneck snare device without any clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Magnification exam revealed that the guidewire proximal section have been cut with a sharp object at 176.5cm, and the guidewire distal section was separated at 15.7cm from its distal end. It appears that 7.8cm of the guidewire middle section was not returned. The guidewire nitinol tubing and core wire separated and no sign of nitinol tubing stretching was noticed on the proximal section to the separation. The guidewire was kinked and bent on several places on its distal separated section. The guidewire polytetrafluoroethylene (ptfe) coating was peeled off at 66.0cm from its proximal section end. The torque device was on the guidewire where the coating had been peeled, and the torque device stainless steel collet markings were on the ptfe coating. The device directions for use (dfu) cautions to: securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of the ptfe). Therefore, it is likely that the observed damage of the ptfe coating is user related. Further analysis of scanning electron microscopy (sem) on the proximal section core wire separation site, revealed evidence of ductile dimpling, rubbing, and a large cut-out area with straight surfaces indicative of the user likely cutting and separating the proximal section. The root cause of the observed kinks and bends on the distal section could not be definitively determined. The sem analysis of the distal separation site revealed dimpling; however, it cannot be determined if the dimpling was due to tensile or torsional force. Therefore, a definitive root cause for the reported issue cannot be determined.

Event description:
It was reported that the guidewire broke within the balloon catheter's shaft. The physician removed the guidewire fragment from the catheter's shaft with a gooseneck snare device without any clinical consequence to the patient.

Event description:
It was reported that the guidewire broke within the balloon catheter's shaft. The guidewire and balloon catheter were removed together from the patient's body without any clinical consequences.